Event description:
Pump was set to infuse heparin at 10cc/hr 1000 units. The entire bag infused within an hr. The settings on the pump were correct and there was a malfunction reading on the pump. The pump is secured at the hosp and the sales rep has been notified.